Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgeries, excision of mesh, repair of hernia with bard kugel mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a large ventral hernia and umbilical hernia . It was reported that after implant, the patient experienced recurrence, adhesions with paralytic ileus , small bowel obstruction. Post-operative patient treatment included revision surgeries, excision of mesh, repair of hernia with bard kugel mesh and obvious paralytic ileus removed.

Manufacturer narrative:
Additional info: a4, b2, b5, b7, g1, g3, h6 (added patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a large ventral hernia and umbilical hernia . It was reported that after implant, the patient experienced bloating, impairment, mesh contraction, mesh migration, recurrence, adhesions with paralytic ileus, small bowel obstruction, infection, chronic pain, inflammation ,scarification, mesh encapsulation and lack of adequate ingrowth. Post-operative patient treatment included CT scan, deep tissue biopsy of anterior wall for culture, exploratory laparotomy, lysis of adhesions, bilateral component separation, medication, revision surgeries, excision of mesh, repair of hernia with bard kugel mesh and obvious paralytic ileus removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a large ventral hernia and umbilical hernia . It was reported that after implant, the patient experienced recurrence, adhesions with paralytic ileus, small bowel obstruction, infection, chronic pain, inflammation ,scarification, mesh encapsulation and lack of adequate ingrowth. Post-operative patient treatment included revision surgeries, excision of mesh, repair of hernia with bard kugel mesh and obvious paralytic ileus removed.

Manufacturer narrative:
Additional info: a5b, b2, b5, b6, b7, d6b, & h6 (patient codes), ime e2402: paralytic ileus, coughing, abnormal total protein (5.8), abnormal albumin (3.0), mass, straining of urine, diplopia, aphasia, hypercapnia, loss of domain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a large ventral hernia and umbilical hernia . It was reported that after implant, the patient experienced bloating, impairment, mesh contraction, mesh migration, recurrence, adhesions with paralytic ileus, small bowel obstruction, infection, chronic pain, inflammation ,scarification, mesh encapsulation, lack of adequate ingrowth, streptococcus viridans, fluid under the skin, labs abnormal for sodium 147, chloride 115, glucose 380, bun 38, total protein 5.8, albumin 3.0, abdominal pain, distention, severe coughing, straining of urine, seroma, large ventral hernia with loss of domain, acute respiratory failure with hypoxia and hypercapnia, confusion, not swallowing properly, acute deep vein thrombus, delirium, tachycardia, expressive aphasia, muscle weakness of right upper extremity, diplopia, nausea, & mass. Post-operative patient treatment included CT scan, deep tissue biopsy of anterior wall for culture, exploratory laparotomy, lysis of adhesions, bilateral component separation, medication, revision surgeries, excision of mesh, repair of hernia with bard kugel mesh, obvious paralytic ileus removed, ultrasound, hospitalization, hernia repair with mesh, tpn, ng tube, ive reglan, IV antibiotics, seroma of abdominal wall drained, supplemental oxygen, anticoagulation, occupational therapy, physical therapy, intuba tion, & placement of PICC line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. After a procedure where this device was implanted, it was reported that the patient experienced an unspecified adverse outcome. Treatment for the issue included either surgical revision or removal of the mesh three weeks after implant.